Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device reset was confirmed. The cause of the reset was found to be due to a bad mcu data write. The device was tested on bench and using automated test equipment and no anomalies were observed. The cause of the reset remains undetermined. (B)(4).

Event description:
It was report that the device was in back up vvi due to firmware reset. The device was approaching eri, hence the device was replaced.